Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon and pre-implantation testing. It did not meet the requirements for reflux, pressure-flow, and leak testing. There was a tear in the top of the reservoir dome. It is unknown how or when this damaged occurred. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was occluded and did not function well. Reportedly, there was no injury to the patient.